Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor did not properly connect. Customer also reported their blood glucose was between 104 mg/dl and 168 mg/dl and their sensor glucose read 88 mg/dl. The customer also reported a little bit of blood at site. It was also found the sensor's electrode was split upon removal from their body. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the blood at site complaint due to the customer not returning the needle. Only the sensor.